Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. In response to FDA report number: mw5089401.

Event description:
Patient reported a right side ¿burning pain¿, ¿pain¿, ¿breast pain¿, ¿enlarged lymph node¿, ¿lumps determined to be many cysts¿, and ¿itchy¿. Patient additionally reported ¿recurring shingles attacks¿, ¿muscle twitches¿,¿ whelps arising in my neck, heavy legs¿, ¿breast weakness¿, ¿pustules¿, ¿inflammatory arthritis in my foot and right finger joints¿, ¿widespread itchy rash on lower body, stomach, and back side¿, ¿worse on lower legs/shins where it is causing thickened/purple skin¿, ¿fatigue¿, ¿fatigue that is at times debilitating¿, ¿flu-like feelings, headaches and blurry vision¿, and ¿depression¿; these events are unrelated to the device. Device remains implanted.